Event description:
It was reported that this patient recently received an inappropriate shock in the alternate sensing vector from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient also has a history of untreated episodes of myopotential noise and t-wave over-sensing in the secondary sensing vector. The patient was brought in-clinic, where all three sensing vectors were noted to be unsuitable due to low r-wave amplitude measurements. Exercise testing was also performed. Boston scientific technical services (ts) was contacted and provided potential reprogramming options. Ts also recommended performing a new automatic screening tool, and potential diagnostic imaging. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.